Manufacturer narrative:
The full name of the event site is (B)(6) med ctr. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) observed an "optical sensing module failure, maintenance code #9." To fix the issue the stm replaced the fiber optic assembly. The stm then performed full pm, calibration, functional testing and safety checks to factory specifications, and the iabp was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(4).

Event description:
It was reported during a preventative maintenance (pm), performed by a getinge service territory manager (stm) that the cs300 intra-aortic balloon pump (iabp) displayed an "optical sensing module" failure with a "fiber optics module failure error code #9. There was no patient involvement and no adverse event was reported.